Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 2.50x16mm promus element plus stent delivery system (sds) was selected to treat the lesion. While they were trying to advance this device, the stent came off from the balloon of the sds in the proximal lad. The physician withdrew the sds. A series of 3 different non-bsc compliant and non-bsc non-compliant balloon catheters were used to expand the stent where it came off. The procedure was completed with this device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).